Manufacturer narrative:
(B)(6).

Event description:
It was reported that during procedure, when the device entered the joint cavity after t1 advanced, t2 did not. Both ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One (B)(4) ultra-fast-fix needle delivery system device returned. The complaint stated: ¿t1 advanced, t2 did not.¿ the protective blue split protective cannula was returned protecting the needle. The white depth, penetration limiter was returned trimmed just shy of the blue green sheath. The delivery needle was bowed. The manual advancement lever was returned fully advanced. T1 was absent. T2 and balance of suture were returned separated from the delivery needle. For this product, advancement of anchors, release and stripping off of anchors are user controlled actions. The needle condition is indicative of attempts to reach desired implant location. Do not bend delivery needle. Inadvertent needle twist or bend can interfere with proper delivery of anchors. Inadvertent flexing and twisting can impede release of anchors. There is no automatic deployment mechanism. No root cause related to the manufacture of the device was confirmed. No further investigation is warranted at this time.